Event description:
It was reported that the patient presented at an emergency room (ER) with two implantable cardioverter-defibrillator (ICD) shocks. The patient also reported multiple low voltage and no external power alarms. The patient did not recall how the alarms occurred. It was communicated by the clinician that the patient had a history of disconnecting both power cables at once as well as sleeping on battery power. The patient recently underwent a driveline repair. The log file review confirmed no external power events on (B)(6) 2022 and (B)(6) 2022 due to both power leads being simultaneously disconnected. The log also captured some low voltage events while on battery power.

Manufacturer narrative:
Previous driveline repair covered in MFR 2916596-2022-12321. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and the device could not be conclusively established through this evaluation. A review of the submitted log file appeared to show the pump functioning as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas). No further events have been reported at this time. The heartmate ii lvas instructions for use lists cardiac arrhythmia as an adverse event which may be associated with the use of heartmate ii lvas. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this document lists cardiac arrhythmia as an adverse event which may be associated with the use of heartmate ii lvas. Section 6 also lists arrhythmia as a potential late post-implant complication. No further information was provided. The manufacturer is closing the file on this event.